Event description:
It was reported that the patient had two notifications on (B)(6) 2023 that the pump was off. The patient did not recall hearing an alarm and has not had any issues. The patient did have flu symptoms on (B)(6) 2022 and was asleep at the time of the notifications. The log files captured a pump stop on (B)(6) 2022 at 7:52 due to the patient allowing their batteries to drain completely as well as the external backup battery (ebb) resulting in a controller clock reset. The system controller clock was reset on (B)(6) 2023. Additional log files were sent on (B)(6) 2023 after the ebb counter was reset that contained a new no external power alarm on (B)(6) 2023 at 8:58. It was reported that the patient passed away on (B)(6) 2023 due to a multi-territory ischemic stroke. It was thought that the pump off event led to migration of thrombus and ischemic stroke several weeks after the pump stop was noted.

Manufacturer narrative:
Related MFR # 2916596-2023-00337. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Additionally, the report of suspected thrombus could not be confirmed through this evaluation. The submitted log files captured a pump stop that occurred on (B)(6) 2022 due to a total loss of power, including depletion of the system controller's internal backup battery. It is unknown how long the pump was off; however, (B)(6) appeared to have operated as intended before and after this event. The device reportedly operated as intended and will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists thromboembolism, stroke, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.